Event description:
User received a low sodium result for one pt sample. Initial result was 130 mmol/l repeat result was 131 mmol/l, and repeat from another analyzer was 137 mmol/l. Results from this analyzer were not reported. The user refused to provide any pt information. The field service representative determined there was a bad calibration slope for sodium and replaced the reference and calibration solutions and, used a new calibrator lot for calibration, which improved the performance of the assay. Performance tests were performed, which were within specification.